Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the lead was not performed at this time, due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Evaluation summary: no anomalies found. Other: trueisprint fidelisimplantable tachy lead. It was reported that t-wave oversensing occurred and patient had 110 shocks. The device was explanted and replaced. No further patient complications have been reported as a result of this event. Both the ICD and the lead were returned for analysis. Oversensing was identified on the lead. Additional information indicates the ICD was replaced because of the number of shocks delivered and the impact on longevity. Oversensing, shock, inappropriate.

Event description:
It was reported that t-wave oversensing occurred and patient had 110 shocks. The device was explanted and replaced. No further patient complications have been reported as a result of this event. Both the ICD and the lead were returned for analysis. Oversensing was identified on the lead. Additional information indicates the ICD was replaced because of the number of shocks delivered and the impact on longevity.